Manufacturer narrative:
Batch reviews performed on 20 june 2017. Lot 165298: (B)(4) items manufactured and released on 14 october 2016. Expiration date: 2021-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cup impactor, code 01.32.10.0183, lot. 1654383 (B)(4) items manufactured and released on 17 february 2017. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
After the surgeon impacted the cup, he tried to remove the handle. The handle and the cup cold welded together. The surgeon was unable to disengage the handle from the cup. The surgeon removed the handle and cup from the patient. The surgery was completed successfully.

Manufacturer narrative:
On 04 july 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: there are no signs of deformation or anomalies on the connection area on the implant. It is not possible to determine a root cause because the instrument was not received back.